Event description:
Customer reported that the buttons were not responding on the insulin pump and that there was a crack around the reservoir housing. The blood glucose reading was 189 mg/dl. She stated that the insulin pump had been dropped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube, a broken reservoir tube lip, and cracked battery tube threads. The insulin pump had intermittent button response due to corroded keypad traces.